Manufacturer narrative:
Additional information received stating the arrhythmias have currently resolved and the suspicion by the team was that it was due to electrolyte imbalance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 53-year-old male patient for cardiomyopathy in the setting of acute decompensated chronic disease. The patient¿s comorbidities were reported as cardiomyopathy. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. During impella 5.5 support, the patient was also receiving extracorporeal membrane oxygenation (ECMO) for primary hemodynamic support. While on support, the bedside nurse reported a new onset arrhythmia occurring when the patient stood. The care team noted the change in cardiac rhythm and considered whether the event could be related to impella support. The team planned to obtain an echocardiogram to confirm device positioning; however, imaging had not yet been completed at the time of the report. Therefore, device placement was not confirmed by echocardiogram at the time of the event. The impella 5.5 device remained in place and continued to provide support. Arrhythmias may occur in patients receiving mechanical circulatory support and may be influenced by patient-specific factors, including severe cardiogenic shock, underlying cardiomyopathy, and the complexity of combined support therapies such as impella and ECMO. Changes in patient position, including standing, may also contribute to transient hemodynamic and rhythm changes in critically ill patients. The post-procedure outcome was not reported, and the patient remained on support at the time of reporting.

Manufacturer narrative:
D6b: added explant date